Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure surgeon noticed bubbles in the infusion lines while running infusion at 30 the eye got soft, and the pressure increased to 40 and still had a soft eye. Again the pressure bumped up to 50 and several large air bubbles shot through the infusion and it started running again. The procedure was completed and there was no harm to the patient.

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was serviced per service record (sr), opened. The system was found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address other cases in which air bubbles showed up mid vitrectomy via the infusion line but never caused a block of the infusion, and pressure was maintained. The root cause of the complaint is inconclusive as no servicing relevant to the reported events was opened. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).